Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The lesion was located in a saphenous vein graft. In 2006, the pt had a 4.00 mm taxus express2 stent implanted in the lesion. Three years later, the pt presented with heavy calcification and restenosis to the stented area. The physician attempted to cross the lesion with a filterwire, but could not cross. The lesion was predilated with an unk balloon and then could cross with the filterwire. Pt condition is satisfactory. Add'l info is not available.